Event description:
Per report," during the robotic assisted ventral hernia repair the attending surgeon was using the da vinci xi prograsp forcep when it suddenly broke. The metal cable that allows it to open and close had snapped off while inside the patient. None of the pieces actually fell off inside the patient. We removed the grasper and tagged it for repair."